Event description:
It was reported that the patient presented for a scheduled generator change. Device interrogation prior to the procedure revealed that the right ventricular lead exhibited high impedance and high capture threshold. The lead was capped and replaced on (B)(6)2023. The patient was in stable condition post procedure.